Event description:
The MFR was contacted by the implanting physician and informed the post deployment filter profile was unusual. MFR requested images, which were provided one week later. Consultation with the physician indicates that the filter was initially deployed into a clot and subsequently manipulated. The manipulation may have altered the filter's clot trapping ability. The pt passed away. Copies of the autopsy were requested but were informed the family declined to have the autopsy performed.